Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia. Patient reported that the eversense reported 120 mg/dl but he didn't feel well and the meter reported 60 mg/dl.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms) which is a cloud platform for eversense system. Based on the investigation, as there was no specific date and time for the sensor inaccuracy captured in the case notes, the due diligence of checking the overall system performance was done, to ensure that the system was functioning within the accepted parameters. There was no further system malfunction reported.